Event description:
It was reported that during an unknown procedure, the mammotome was not able to cut the tissue. The cutter stopped during the procedure. Not able to take the sample. The procedure was aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.